Event description:
It was reported that right ventricular (rv) failed to capture. Upon replacement the helix failed to extend. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.